Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) had dialed in and found that the b row was not detected in storage space configurations. I checked the row in hardware test application, performed a firmware update, and restarted the station. After reboot, fse confirmed in storage space configurations that the row was now detected successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mcobs2 half height drawer 2.2 failed and does not allow the user to recover the failed pockets. Additionally, the indicator light on the back of the board was blinking instead of remaining solid. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.